Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient received an end of service message. The patient received a message stating "generator has reached end of service". The ipg is suspected premature depletion. The patient plans to undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an scs ipg replacement on (B)(6) 2019, resolving the issue.